Manufacturer narrative:
The service evaluation confirmed the customer¿s reported issue as the insertion tube was found crushed. Additionally, a portion of the insertion tube coating was found peeled off. Also, the angulation is below standard specification due to a stretched angle wire, the bending section is crushed, the scope failed the leak test due to holes in the bending section cover, a portion of the bending section cover adhesive is missing, there are scratches on the eyepiece body, scratches on the control body grip, scrapes on the light guide connector, and scrapes on the instrument channel port. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (omsc) was informed that the customer tracheal intubation fiberscope was returned to service/repair for a reported ¿crushed insertion tube¿ found during an unspecified event. Upon inspection and testing, the insertion tube coating was found peeled off. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 4 years since the subject device was manufactured. Based on the results of the investigation, it can be assumed that the reported phenomenon could have been caused by stress of repeated use, external factors, or handling. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device. Correction to the initial medwatch. The aware date should be 28-feb-2022